Event description:
It was reported that the IV set tur y-tube clamp was found defective before use. The following information was provided by the initial reporter: "malfunction"

Manufacturer narrative:
H.6. Investigation summary: investigations: one sample was returned to sbdm, lot number is 6908131. Sbdm checked the returned sample and found unformed pinch clamp, it may have occurred during molding manufacturing process. When injection process was started the condition of the process was not properly functioning. House sample inspection: sbdm inspected 15 pcs from lot 6907101, 6908131 & 6909021, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 6908131, no abnormality observed. Customer complaint record review of complaint sample: sbdm reviewed the customer complaint record of complaint sample, there was no same complaint in the same product from other customer. Root cause: from investigations, the likely cause occurred during the molding manufacturing process. When injection molding process was started or restarted after cleaning the mold the condition of the process was not properly functioning. Corrective actions: 1. Sbdm had quality training on this customer complaint for injection molding workers. 2. Sbdm maintain a pinch clamp mold as 5s. 3. Sbdm will enhance monitoring of the process and inspection. 4. Sbdm scrap initial 10 shots (test run) of pinch clamps after cleaning the mold or injection molding machine even if they have no defect upon parts inspection and then start the normal production. This is because initial 10 shots have higher possibility of defect after cleaning. H3 other text : see section h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set tur y-tube clamp was found defective before use. The following information was provided by the initial reporter: "malfunction."